Manufacturer narrative:
One sample was returned. There was a hub with no cannula. No evidence of epoxy was on the hub. Five-hundred parts of packaged product were sampled with zero defects found. Sixty-nine visual inspections performed on 3,600 parts with zero defects noted. Conclusion: an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that two 25 g x 1 1/2 in. Bd¿ general use sterile hypodermic needles have broken off of the hub during use. There was no report of medical intervention.